Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Case description: tech. Called in for help on error code on 8110 syringe unit. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. The error code 354.6770 consist of the syringe module pressure sensor circuit test failure needs to replace the pressure sensor board assy on unit. Confirm part # and price quote with out tax. Tech thank me for my assist.